Event description:
Pt scheduled for elective removal of mammary tissue expanders & insertion of siltex mammary prosthesis. Prosthesis opened and filled in usual manner. Fill tube would not pull off of prosthesis and caused a leak to occur. Unable to implant that prosthesis-another used.